Event description:
The customer alleged that she performed a control test and received a result of 231 mg/dl. The normal control range was 105-145 mg/dl. The customer declined the offer to further troubleshoot the contour system. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.